Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 4-6 mm. It was reported the annulus was calcified with calcium extended into the left ventricular outflow tract (lvot). A post implant echocardiogram revealed moderate paravalvular leak (pvl). The valve was post dilated to expand the valve frame. The frame remained in place and expanded to reduce the pvl to mild to moderate. After starting the closure procedure, the echocardiogram technician reported the valve had migrated aortic to a depth of 0 to -2 mm relative to the native annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted at approximately 6 mm to correct for the lack of seal created by the migrated valve. The valve was successfully implanted and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.